Event description:
Reportedly, this device was explanted after approximately a 10 month implant duration due to proximal aortic valve false aneurysm, severe aortic stenosis, and aortic insufficiency.

Manufacturer narrative:
Device not returned.